Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open and cubie pocket failed to release. Customer reported cubie drawer 4 failed to open, it occur while nurse was pulling a medication it causing malfunction and did not cause a delay in the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, row d in drawer 1 was not allowing customer to recover causing malfunction. A field service engineer inspected and signed into diagnostics and removed all pockets and reseated the rowboard cable at each tray to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.